Manufacturer narrative:
The investigation found fluid diverting through a hole in the exposed portion of the soft cannula during fluid path testing. Although the soft cannula was damaged, the timing and exact cause of the damage is unknown. No timeouts or drive stall were observed in the data that would indicate a failure to deliver insulin during operation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 350 mg/dl, while wearing the pod on the leg between 4 and 24 hours. A new pod was applied to treat the hyperglycemia.